Manufacturer narrative:
Device return: two used d1000 tego connectors were returned for analysis and investigation. Visual inspection of the "as received" tego connector record various component damages including tears to the tego seals. The engineering analysis report noted previous investigations of these types of tego component damages (torn and broken seals) have been conducted. Although not always repeatable, those investigations replicated similar component damage when technique/usage employed off center insertion of a mating device combined with over-tightening and or unintended force while attaching/detaching the device. Additional investigations also found similar damages when non-compatible mating/access devices that fail to meet the iso standard 594/2 are used. Since there is a thread stop on the housing, it is likely that the component damage was caused by an off center insertion. Additional evaluations: a review of the current molding, assembly processes and applicable tooling and equipment was also conducted to determine if any fixtures, equipment or material handling conditions could potentially contribute to seal/slit damage. The results did not identify any in-process contributing factors. ICU medical continuous improvement initiatives and engineering team resources have implemented heightened inspection of the applicable manufacturing processes and continue to monitor for any potential contributing factors. (B)(4). There were no exception documents generated during the manufacturing build. Conclusion: visual analysis of the two "as-received" d1000 tego connectors confirmed component damages that would have resulted in leakages. The engineer's analysis determined the root cause was attributable to incorrect usage. This report has been provided to the responsible distributor and product representatives and reporting facility. The manufacturer is recommending the product representative conduct training and in-servicing of the involved facility staff.

Event description:
Intl ((B)(6)) complaint received reporting breakage/leakage problems with use of d1000 tego connectors. It was reported that "break of the internal valve of both tego caps for the same patient during patient's connection..." The tego connectors were removed and replaced, therapy was resumed. Pt. Experienced no adverse medical consequences. Although additional information requested, including availability of the involved mating devices no responses were received.